Manufacturer narrative:
The investigation confirmed the customer's allegation. Customers have been informed via customer notification. The us is not impacted. The affected part is used only on the h232 which is a device not marketed in the us.

Manufacturer narrative:
The investigation is ongoing. The follow up/corrective actions are to be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. A needle separated from the syringe body of a roche cardiac pipette. No patients were involved.